Event description:
A (B)(6) male patient contacted zoll customer support to report several arrhythmia alarms. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the cable running from the distribution node to ECG b was cut in two places. This caused excessive noise and prevented the electrode belt from performing a baseline. The root cause of the cut cable was unable to be positively determined but was likely physical abuse. No adverse event resulted from the cut electrode belt cable. The patient was provided with a replacement electrode belt.